Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported by the health professional that foreign matter was found on needles upon removing from packaging. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with no plastic shield and a white epoxy drip over on the needle. The packaging blister top web is also shown. This defect can occur during the assembly process. The plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the epoxy drip on the needle. A device history record review was completed for provided material number 305136, lot number 9350663. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The cannulator and the product flow was verified finding them all correct. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 needles 27x1-1/4 rb had white foreign matter on them. The following information was provided by the initial reporter: "foreign matter found on bd precisionglide needle upon removal from packaging. The substance is white and hard."